Event description:
It was reported that the patient underwent a posterior fusion at l1-l2 using rhbmp-2/acs. At an unspecified date after the surgery, it was reported that the patient began experiencing radiating pain to legs, back, nerve damage, urine retention, and sexual impotence. Patient has required extensive medical treatment including pain management, nerve blocks, and physical therapy. The patient now suffers injuries including disabling pain, inflammatory reaction, heterotopic bone growth, osteolysis, nerve damage, and chronic pain.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2005 patient underwent mr for lumbar without contrast due to low back pain and mid back pain. Impression: 1. Mild multilevel spondylotic changes. 2. Broad-based bulging of the disc with a central annular tear results in minimal ventral flattening of the thecal sac at l1-2 without central canal or foraminal stenosis. 3. Tiny bilateral perineural cysts are noted at the l1-2 and l2-3 levels. A tiny perineural cyst on the left is also noted at l3-4. 4. Otherwise, there is no focal disc herniation, or central canal or foraminal stenosis. The lumbar vertebrae are normal in height. On (B)(6) 2006 patient presented with preoperative diagnosis of degenerative l1-2 disc. Patient underwent discogram, l1, l2 and l5. Per op notes, the l1-2 reproduced the patient symptoms, which took about 0.4, and was positive also radiographically. Findings: contrast is seen within the nucleus pulposus of l1-l2 and l2-l3 intervertebral discs. A small amount of contrast is seen in the paraspinal soft tissues at the level of l1-l2. Minimal contrast is seen within l5-s1 intervertebral discs. There is small amount of contrast in the paraspinal soft tissues at l5-s1. The vertebral alignment is preserved. There is mild disc space narrowing at l5-s1. During discogram, c-arm fluoroscopy was utilized. Patient also underwent CT of lumbar spine. Impression: using the modified dallas classification for annular tears. 1. L1-2 disc is grade 3. 2. L2-3 disc is grade 1. 3. L5-s1 disc is grade 3. On (B)(6) 2006 patient presented with preoperative diagnosis of degenerative disc disease, l1-2. The patient underwent minimally inv asive transforaminal interbody fusion at l1-2 using cages, bone morphogenic protein (bmp), internal fixation, viper system, somatosensory-evoked potential monitoring and electromyogram monitoring. Per op notes, bone morphogenic protein sponge was packed into the cage, about 3 sponges. This was followed by insertion of the carbon fiber cage with bmp packed into the middle. Position of cage was good in ap and lateral views. X-ray of lumbar spine reviewed. Position of screws and rod was good in the ap & lateral views. Fluoroscopy was utilized during surgery. No complications were reported. Patient was discharged on (B)(6) 2006. On (B)(6) 2006 patient presented with pain and numbness in left hand. Patient underwent MRI of the cervical spine due to pain/left hand numbness without contrast which revealed mild spondylosis at c4-5 and c5-6 and small nerve root sheath cysts bilateral c6-7 and bilateral c7-t1. Patient also underwent MRI of thoracic spine due to pain/left hand numbness without contrast. Findings: the course and the contour of the thoracic cord unremarkable. No signal abnormality within the thoracic cord demonstrated. No evidence for cord compression thoracic region. Surgical findings identified thoracolumbar. On (B)(6) 2006 patient presented for neurological evaluation due to headaches and lumbar disc disease and neck pain radiating down arms, left more than right and lower back pain with radiations down his legs. Doctor's impressions were lumbar disc disease and headaches. Patient underwent MRI of the brain due to headache which revealed linear enhancement, left parietal occipital region, consistent with developmental venous anomaly. On (B)(6) 2006 patient presented for follow up. Doctor conducted mental status examination and found patient's mood was less depressed. On (B)(6) 2006 patient presented with worsening symptoms including tingling and numbness going to elbow, sore and painful deltoid, and right sided neck pain. Patient's physical examination demonstrated decreased sensation along the c5 dermatome. On (B)(6) 2006 patient presented for follow up with some pain in arm and decreased sensation around the c5 dermatome on the right side. Patient underwent x-ray which revealed implant was in good position. On (B)(6) 2006 patient presented for follow up with continued paresthesias in right arm and up into the biceps. Doctor's assessment was status post cervical fusion at c4-5 level. On (B)(6) 2006 patient presented with chronic back pain, depression and urinary frequency. Doctor's assessments were chronic backache, atypical depressive disorder and urinary frequency. On (B)(6) 2006 patient presented for follow up post fusion and underwent CT lumbar spine without contrast. Impression: 1.the sagittal reformatted images demonstrate sub endplate sclerosis at l1 and l2. The posterior margin of the disc prosthesis results in mild right anterior dural sac compression. 2. Exam otherwise negative. On (B)(6) 2006 patient presented with increased depression. Doctor recommended to discontinue celexa and started cymbalta. On (B)(6) 2006 doctor completed a physical residual functional capacity questionnaire and diagnosed patient with degenerative disc disease and status post fusion l1-2. Per report, patient symptoms included chronic low back pain with paresthesias into the left lower extremity with increased activity, sitting or standing. On (B)(6) 2006 doctor completed a physical residual functional capacity questionnaire and diagnosed back pain, atypical depressive disorder and urinary frequency. Per report, patient symptoms included chronic low back pain with paresthesias into the left lower extremity, headaches and neck pain. On (B)(6) 2006 doctor completed a physical residual functional capacity questionnaire and diagnosed cervical spondylosis, failed lumbar fusion, chronic back pain and depression. Per report, patient symptoms included posterior occipital headaches, neck pain and low back pain. On (B)(6) 2007 patient presented for postop follow up and underwent CT lumbar spine without contrast. Impression: 1. Evidence for progressive partial incorporation of the interbody fusion material at the l1-l2 level into the adjacent endplates. No evidence for l1-l2 hardware loosening or hardware failure. 2. There is protrusion of fusion material into the right ventral epidural space at the l1-l2 level which demonstrates progressive calcification without significant change in size. This extends 3-4mm posterior to the disk space margin and produces sac indentation without significant central stenosis. 3. There are some progressive junctional changes at the l2-l3 level with further loss of disc height and minimal grade 1 retrolisthesis compared to prior exam. On (B)(6) 2007 patient presented with chronic pain and joint pains. He also complained of polyarthritis. Doctor's assessment was: 1. Polyarthritis 2. Chronic pain under care of pain management. 3. Fms. 4. Oa joints. On (B)(6) 2007 patient presented with arthritis and underwent x-ray for left foot which demonstrated postsurgical changes. Patient also underwent x-ray for left hand. Impression: normal left hand. Patient also underwent x-ray for right wrist. Impression: normal right wrist. Patient also underwent x-ray for left wrist. Impression: normal left wrist. Patient also underwent x-ray for sacroiliac joints for which oblique and frontal views were obtained. Impression: normal sacroiliac joints. Patient also underwent x-ray for right foot. Impression: normal right foot. Patient also underwent x-ray for right hand. Impression: normal right hand. On (B)(6) 2007 patient presented with polyarthritis, pain and for follow up. Doctor's assessment: 1. Poly with features of inflammatory arthritis. 2. Chronic pain. 3. Fms. 4. Oa joints. On (B)(6) 2007 patient presented with a history of back pain and underwent x-ray for lumbar spine. Impression: anterior and posterior cervical spine fusion l1 and l2 shows near anatomical alignment. No acute fracture or subluxation. On (B)(6) 2007 patient presented with polyarthritis, pain and oa joints for follow up. The patient complained of generalized pain and fatigue. He also reported headache, shortness of breath and abdominal bloating. Doctor's assessment: 1. Osteoarthritis of joints and chronic pain. 2. Chronic pain under care of pain management. 3. Fms and sleep apnea. 4. Neuropathy and carpel tunnel. 5. Disability related issue. On (B)(6) 2007 doctor completed a physical residual functional capacity questionnaire and diagnosed intervertebral disc degeneration, chronic headaches, atypical depressive disorder and anemia. Per report, patient symptoms included chronic lower back pain with radiation to the right leg, headaches, neck pain and fatigue. On (B)(6) 2008 patient underwent x-ray for knee complete right due to trauma. Impression: 1. Soft tissue swelling without evidence of fracture or dislocation. 2. Small joint effusion. On (B)(6) 2009 patient underwent x-ray for chest due to dysphagia, hx of dilation. Impression: no active pulmonary and plural disease. On (B)(6) 2011 patient underwent MRI lumbar spine as patient was having chronic back pain and had history of prior back surgery of unknown type, side or site. Impression: 1. Moderate bulging disc at l5-s1 level as described. 2. Moderate spurring at l1-l2. 3. Facet joint arthropathic change at two lumbar levels bilaterally. 4. Post surgical changes as noted above with the artifact as described. 5. Global disc desiccation with degenerative endplate changes. On (B)(6) 2014 patient presented with oa, arthropathy site unspecified and underwent MRI for lumbar spine without contrast. Impressions: 1. Postsurgical changes at l1-l2 status post posterior fusion with an interbody spacer. It protrudes into the canal and does apcompromise the canal. It does contribute to significant stenosis. Bone spurring is present. 2. L2-l3 has moderate disc bulging. L4-l5 has mild disc bulging. 3. L5-s1 has severe disc bulging and is protrusion to the right of midline giving compression and canal compromise. Bone spurring is present. 4. Lumbar degenerative changes and osteoarthritis is present throughout lumbar. Patient also presented with forefoot pain along the metatarsal regions, previous history of bunionectomy and underwent MRI lt of the foot without contrast. Impression: significant degenerative changes and reactive marrow space edema of the first through third metatarsophalangeal joints as well as the interphalangeal joints of the first and third digits and to some extent the fifth digit. No fracture or dislocation. Mild sprain of the lisfranc ligament which is intact. Postsurgical changes as outlined above. No drainable fluid collection.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: patient presented with following pre-op diagnosis: degenerative disk disease, l1-2. Procedure: minimally invasive transf oraminal interbody fusion at l1-2 using cages, bmp, internal fixation, viper system, somatosensory-evoked potential monitoring and electromyogram monitoring. Per-op notes: 9mm cage was placed with bmp sponge into the cage, about 3 sponges. This was followed by insertion of the carbon fiber cage with bmp packed into the middle.

Event description:
It was reported that on (B)(6) 2006, the patient presented with pre-operative diagnosis of degenerative disc disease, l1-l2 and underwent a posterior lumbar interbody fusion procedure. To achieve fusion, patient's surgeon performed a procedure by utilizing a posterior approach as well as by utilizing a depuy carbon fiber cage, which was packed with rhbmp-2/acs. Per the op notes, about 3 sponges were packed into the cage and this was followed by insertion of the carbon fiber cage with rhbmp-2 packed into the middle. It was reported that on 2007, patient was diagnosed with bone resorption, subsidence and bony overgrowth. As a result, patient had required extensive medical treatment, including but not limited to pain management, nerve blocks, and physical therapy. The patient has never recovered from his surgery, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.